Event description:
During a endoscopic hernia repair. It was reported by the affiliate that two devices jammed, switched to a third device to complete the procedure. There was no patient consequences.

Manufacturer narrative:
H6; code 100: broken cartridge nose. Conclusion: ab) based upon the inquiry info received, the visual examination and the functional test; a) it was concluded that the reported instrument "jammed" during surgery may have been due to a broken cartridge nose weld. No functional testing could be performed due to a damaged cartridge and no conclusion could be reached as to how the cartridge may have become damaged. B) it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was returned with a formed staple in the nose, which was removed, and the instrument was cycled, fired, and properly formed the remaining 7 staples without incident. Comments: a) each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. B) the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.